Manufacturer narrative:
Device not returned. Additional manufacturer narrative: unfortunately, the edwards device was not returned for analysis. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance. Calcification is a well recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that the device was explanted after an implant duration of approximately 4 years. Through follow-up with the health-care provider, it was learned that the device was explanted due to mitral stenosis. According to the operative report, this patient is a (B)(6) year old african american male, who is status post minimally invasive mitral valve replacement in macon in 2006. The patient had a 25-mm porcine valve placed and had developed congestive heart failure and severe prosthetic valve mitral stenosis on transesophageal echocardiogram. The patient was quite high risk for redo cardiac surgery and they were quoted a risk of 40-50% of major morbidity/mortality, including bleeding, infection, stroke, myocardial infarction, renal failure, respiratory failure, and even death. They understood the risks and wished to proceed. Tee examination was performed and this confirmed severe prosthetic valve mitral stenosis with peak gradients in the mid 40s and a severely dilated right ventricle and at least moderate tricuspid regurgitation. The mitral valve was approached through a superior transseptal approach and exposed. The porcine mitral valve was highly calcified and the leaflets were immobile and the valve was excised in its entirety. The annulus was debrided and resized to a 29-mm bovine pericardial (edwards) magna valve. The patient was rewarmed to normothermia and tee examination revealed excellent prosthetic valve function and no evidence of tricuspid regurgitation and trivial aortic insufficiency. The patient tolerated the procedure well. Furthermore, there have not been any allegations of a product malfunction.